Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was provided for evaluation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc the share log was reviewed: no data was found in confirmation of the allegation. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.